Event description:
The hcp reported, that the patient had just had magnetic resonance imaging (MRI) in a 1.5 tesla scanner. The hcp interrogated the pump after the MRI and saw a "motor stall occurred" message in the attention dialogue box. The patient had already left the MRI facility. The hcp was encouraged to contact the patient or his hcp to have the pump re-interrogated to ensure that the motor stall had recovered. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.